Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc confirmed the reported issue. The image error could be traced back to the cable unit. The reported issue is most likely attributable to improper handling by the user, more specifically subjecting the device to external force. Damaged light-guide fiber composite: this issue is most likely attributable to incorrect handling by the user, more specifically subjecting the device to external force. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that the optics were showing a purple glow at the start of the procedure. There was no injury or health damage due to the reported event.